Manufacturer narrative:
E1: additional reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter during hemodialysis therapy. The machine did not alarm. The treatment was terminated early and the blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.